Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call, the insulin pump was alarming calibration error. During troubleshooting the customer mentioned his blood glucose was 400 mg/dl. Troubleshooting was performed for the sensor issues but customer declined troubleshooting for the high blood glucose. He treated the high blood glucose with a bolus and water. Customer is not returning the device for analysis.